Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Reportedly, customer will continue to use the pump for insulin therapy. Additionally, the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged vibrating issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.